Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Customer care attempted to assist, but the user could not provide any further details as they had lost their transmitter. Once the user paired a new transmitter and completed the initialization phase, the system performance was monitored which indicated no signs of any system issues. Blood glucose values generally aligned with sensor glucose (sg) trends, although a few recent calibrations showed some variability. The user was educated on proper calibrations practices and advised to continue using the system, which the user acknowledged. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where the user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.